Manufacturer narrative:
(B)(4). Complaint confirmed brief description of complaint: service discovered high output on cut 6 during incoming inspection. Evaluation process: incoming inspection: - the pulsar 2 was received in good cosmetic condition. - monopolar connector needs to be upgraded (mandatory upgrade, no functional issues). - current software version 4.3 is the most recent version. - output on cut 6 was out of spec. The pearson method was used to confirm the output on cut 6 was high: 28.3 watts (16-24 watts expected). Repair description: - the monopolar connector has been replaced. - the device has been recalibrated in order to have all measurements with spec. This resolved the high output. Root cause: - software, which was out of calibration caused the generator to deliver high output on cut 6. - post repair, the pulsar 2 has been successfully tested according to pulsar 2 service process instruction 61-10-5631 rev. H.

Event description:
Service initiated complaint: pulsar generator was returned for planned maintenance, no issues reported. Servicing discovered high output on cut 6. There was no patient involvement; therefore patient information is not applicable.